Event description:
It was reported to gore that a physician implanted a gore viabahn endoprosthesis to treat a popliteal artery aneurysm. Approximately six months later, an increase in the duplex ultrasound velocities was seen at the distal end of the device. Computerized tomography scan identified a distal edge stenosis as well as a fracture in the device behind the adductor tubercle. The fracture and distal edge stenosis were treated with a bare metal stent. The pt did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records indicated that the device met pre-release specifications. The imaging review is currently in progress. Complete physician address: (B)(6).